Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2006 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems and bleeding. It was also reported that the patient underwent vaginal sling repair in (B)(6) 2006. The patient experienced pain, bleeding and perforation of the vaginal wall and underwent transvaginal excision of tension free vaginal tape on (B)(6) 2012. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary incontinence. It was reported that the patient underwent cystoscopy with urethral dilatation on (B)(6) 2014 by dr. (B)(6) due to urosepsis, recurrent urinary tract infection and bladder neck obstruction. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary incontinence. Details: it was reported that the patient underwent cystoscopy with urethral dilatation on (B)(6) 2014 by dr. (B)(6) due to urosepsis, recurrent urinary tract infection and bladder neck obstruction.

Manufacturer narrative:
(B)(4).